Event description:
Patient had a c3-c4 anterior cervical discectomy, dural repair, c3-c4 interbody cage with interbody fusion and internal fixation with local bone graft. Surgeon used a depuy cage implant roi-c 12x14 h6mm -zero profile- lot number 875212000. Immediately post op patient was not able to move his legs; he was taken to MRI, which showed hardware impingement on the spinal cord. Was taken back to surgery for removal of hardware, patient now has minimal movement of lower and upper extremities. Surgeon relates this to catastrophic failure of the cage. Date of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: herniated disc.